Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple call service 012/052/054 alarms. A call service 054 alarm may cause the display to be blank for several minutes. During investigation, the pump was powered on with two audible beeps, vibration, and a blank display. The pump cover was removed and there was no evidence of damage to the display components. A test display screen was installed and remained blank. Software analysis revealed that a slave processor failure had occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.